Event description:
A baxter representative reported a failure code 33 which was found during quality testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.